Event description:
During a carotid endarterectomy procedure, the middle of the staple lines disintegrated. Massive neck hematoma occurred and blocked the air way. The surgeon performed a tracheostomy. The incision was enlarged. The surgeon removed the clips and sutured the vessels. Three units of blood was transfused. The hosp has reported that the pt's current status is stable.